Event description:
It was reported that pump displayed cartridge change error and showed alert indicator, then alarm message disappeared before issue could be fully confirmed in pump history. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued troubleshooting until pump resumed normal insulin delivery, and technical support confirmed no further follow-up was required but advised customer to call back if problem recurred.